Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had a broken force sensor was detected during seating or regular delivery. The customer¿s blood glucose level was unknown. Customer was assisted with troubleshooting and was unable to clear the alarm. Customer stated that the insulin pump had a frozen display. The customer was advised that insulin pump will need to be replaced and to discontinue the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm and broken force sensor was detected during seating or regular delivery alarm due to the force sensor flex cable not aligned properly in the connector. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify frozen display due to critical pump error (open book image) alarm. The insulin pump was received with cracked lcd window.